Manufacturer narrative:
All available information was investigated, and the reported single gripper actuation issue (difficult to open or close) was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history did not indicate a lot-specific product issue. All information was investigated and based on information provided and the results of the returned device analysis (unable to confirm the reported issue), a cause for the single gripper actuation issue (during preparation) could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report gripper actuation issues. It was reported that on (B)(6) 2022, a mitraclip procedure was performed to treat grade 4+ mitral regurgitation (mr) with flail. During placement of the first clip, it became caught in the chordae. The clip was able to be freed, but it was noticed that there was a tear in the chordae. Imaging was poor as intracardiac echocardiography imaging was used instead of transthoracic echocardiography imaging. During preparation of another clip, the clip would not lower. The clip was not used. Two xtw clips were implanted covering the flail and chordae, reducing mr to grade 2-3.